Event description:
A clinician treating a (B)(4) type iii pt for hair removal reported that the pt received small blisters below the lip line at the crease where the chin begins. Approx 2 weeks later, the doctor's office reported that the pt has healed without any problem.

Manufacturer narrative:
A review of the reported event by sciton clinical staff concluded that the probable root cause to be the failure to maintain proper fluid level in the chiller. It was reported by the doctor's office that "someone made a hole in the tubing with the laser and it had been leaking." The treatment parameters (viz., 77 joules, 20 ms at 5 deg c) were within reasonable range for (B)(4) type iii skin. No malfunction of the device was reported with this event. Sciton's clinical staff concluded that the cause of injury was not related to the laser performance/output and so a service call was not initiated.